Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, at the start of phacoemulsification, the machine was not giving any power and a system advisory displayed. The phaco handpiece and cassette were exchanged, but this did not solve the issue. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The company service representative noted the customer¿s footswitch was nonconforming, and needed to be replaced. The customer ordered a new footswitch. The system was then tested and met all product specifications. The system was manufactured on december 17, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).